Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty, procedure performed on (B)(6) 2025. During the procedure, the needle bent, preventing the transfer of the suture from the needle driver to the anchor exchange. The procedure was completed with a different device from the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty, procedure performed on (B)(6) 2025. During the procedure, the needle bent, preventing the transfer of the suture from the needle driver to the anchor exchange. The procedure was completed with a different device from the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Block h11: the returned overstitch device was analyzed. A visual and microscope inspection was performed. The device was returned with the catheter working length kinked. The needle body was observed bent conditions, so this could affect directly the anchor exchange and failure to retrieve anchor. Additionally, during microscope inspection, the needle body did not work as expected. Based on the findings, the reported event of anchor exchange failure to retrieve anchor was confirmed. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. A product labeling review identified that the device was used per the directions for use (dfu) / product label.